Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. Medical records were limited to the patient's perioperative record from the implant of bard flat mesh only. The patient's legal fact sheet alleges the patient experienced extrusion and infection. Extrusion is listed as a known possible adverse reaction in the instructions-for-use. In regards to infection, the warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ a manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of limited medical records, patient's legal fact sheet and attorney's legal claim provided to davol by the patient's attorney: (B)(6) 2012 - patient was diagnosed with stress urinary incontinence (sui) and underwent implant of a bard/davol flat mesh used as an unspecified sling. (B)(6) 2013 - patient was diagnosed with a cystocele and underwent an unspecified revision procedure. The patient's legal fact sheet alleges the patient experienced extrusion, urinary problems and infection.

Manufacturer narrative:
This supplemental MDR is being sent to report that during an internal review it was discovered that information regarding this patient had previously been reported to the FDA (reference MFR. Report # 1213643-2013-00420). All future communications regarding this patient will be reported to the FDA through MFR. Report # 1213643-2016-00086.